Event description:
The patient reportedly experienced loss of lock between the external equipment and the cochlear equipment. External equipment was exchanged and programming changes were made. The issue was not resolved. Surgery to explant the patient's device will be scheduled.